Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. D4: lot number is not provided / unknown. G4: additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to infection.

Event description:
The tooth number #18 and #31 was provided by the reporter.

Manufacturer narrative:
This report is being submitted to report additional and corrected information to 0002023141-2024-00131. Customer provided new street address and city and affected tooth numbers. Contact office information is changed. H3 other text : summary investigation.